Event description:
The device burned through the insulation on the hand piece at a connection point. Patient was burned at the areola. During surgery, the dr. Noticed the smell of burning plastic. A burn 5mm x 5mm superficial partial thickness burn on the patients right breast. The burn occurred while using the force triverse hand piece with an insulated bovie tip.====================== health professional's impression======================dark spot on bovie tip at seamline was where current possibly leaked out and burned through. This area is blackened. This area is seated inside the triverse when connected.

Event description:
It was reported that patient underwent left total hip arthroplasty in 1999. Subsequently, excisional debridement was performed in 2009, and the acetabular liner was removed and replaced.

Event description:
It was initially reported that the patient has expired after an implant duration of approximately 0.07 months. In 2009 (through follow-up with the health-care provider), it was learned that cause of death was cardiac failure and multi-system organ failure.per the operative report, the patient left the operation in "stable condition" and was transferred to the ICU.

Manufacturer narrative:
The device history record review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Device not returned. Further information received on august 24th: in the aortic position sav 2650 19mm was explanted because of leaflet defect at the free margin of the left coronary leaflet. This was an intraoperative finding. Dyspnea reported as the symptom and diffuse bleeding and rethoractomy mentioned as procedural problems. This was determined reportable per edwards lifesciences procedures. The DHR review has been started. A customer letter has been requested..

Manufacturer narrative:
X-ray.evaluation summary: two minor tears in the non-coronary leaflets are detected at close proximity to the midpoint/center of the free margin. The tears measure to approximately 2mm, and are due to indeterminable reason. No other inconsistencies detected or in the x-ray.

Event description:
Reportedly, the device was explanted after an implant duration of 5.87 months, due to leaflet defect. Per the cer: mvr + avr + enlargement of aortic root. In 2009 av: ce sav, 19 mm, mv: ce-sav 27mm. Findings at explanted valves: av: no tissue ingrowth at the leaflets, normal ingrowth at the sewing ring. Leaflet defect at the free margin of the left coronary leaflet (app. 2x 1mm) without incompetence, paravalvular leak (app. 2mm) in between av and mv.